Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-2208-50 serial #: (B)(4)description: st linear lead 50cm.

Event description:
A report was received that the patient had a lot of complication with the ipg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had loss of stimulation and difficulty charging the ipg. The patient underwent an explant procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted ipg was not returned to bsn.

Event description:
A report was received that the patient had a lot of complication with the ipg. The patient will undergo an explant procedure.